Event description:
Information was received regarding a (B)(6) pump. It was reported that the pump in use alarmed with no error messages when cassette was connected after filling. There was no patient, or clinician injury associated with this event. The event occurred before use with patient.

Manufacturer narrative:
Report source: b)(6).

Manufacturer narrative:
Other text: (B)(6).

Event description:
Information was received regarding a (B)(6) pump. It was reported that the pump in use alarmed with no error messages when cassette was connected after filling. There was no patient, or clinician injury associated with this event. The event occurred before use with patient.